Event description:
Boston scientific received information that approximately two months post implant during a routine check this left ventricular (lv) lead had displayed a loss of capture. It was concluded the lead had become dislodged. The lead was explanted and successfully replaced with another lv lead. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual observation noted, dried blood/ body fluid found in the lumen. Signs of electro were noted due to the insulation was found melted 500, 503 and 510 millimeters (mm) from the terminal pin. In addition insulation bunching was found at 834 (mm) from the terminal pin. Testing noted the cause of the damage found was likely caused during the explant of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation and detailed analysis did not reveal any abnormalities. The reported clinical observation was not confirmed.